Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repaired due to abrasion. The lead had lead-on-lead abrasion at the area where they looped the lead. The repair resolved the situation. Implanted-06/12/95. Repaired-08/21/96. Remains implanted.